Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has experienced a fractured modular neck with a gladiator size 5 stem and biolox 32 mm head.